Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry with the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail with the monitor and the patient was referred to the clinic to have the ipg checked. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.